Manufacturer narrative:
The device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was identified that during a peripheral orbital atherectomy procedure, a type c dissection occurred. The event was identified by a third party vendor, core lab. Core lab reviewed all procedural angiograms as part of (B)(6). The target lesion originated in the common femoral artery (cfa) and extended into the popliteal artery. The physician used a 6fr/45cm introducer sheath to access the lesion. A csi viperwire guide wire was advanced across the lesion and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed runs at low, medium and at high speed. Post-atherectomy angiography revealed a dissection. The physician resolved the dissection by performing balloon angioplasty and followed-up with stent deployment. The patient status remained stable throughout the procedure. The treating physician had noted a dissection during the procedure, but follow-up review by core lab identified a type c dissection. The core lab angiogram evaluation was reviewed by csi for potential adverse events on 29 april 2016.